Event description:
Ous MDR -after an implant period of about 14 months, a possible insulation breach near the clavicle was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, this lead and an ide lead were found cut. The received parts of the leads were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal fragment of the linox smart promri the insulation was found rubbed through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages of the leads most likely occurred during the explantation procedure while applying mechanical forces. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.